Event description:
The customer questioned low anion gaps for one (1) patient sample generated on their au480 chemistry analyzer. There was a report of a change in treatment as the physician calculated low anion gap results and provided a patient with treatment for dehydration based on those results. There was no report of harm to the patient associated with this event. Patient demographics were not provided. The customer provided patient data and indicated the calculations were as follows: customer calculation: (na+k)-(cl+co2) (133+4.1) - (92+28) =17 ag. Physician calculation: (na)- (cl+co2) (133) - (92+28) =13 ag. Note: sodium (na), chloride (cl), bicarbonate (co2), anion gap (ag).

Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer in evaluating the event involving their au480 chemistry. Cts explained to the customer that the au480 analyzer is programmed to calculate anion gap with potassium while the physician¿s calculation did not include potassium which explains the difference in results. There is no evidence of a system or reagent malfunction. The doctor questioned the anion gap results because it could have influenced the diagnosis of the patient with dehydration of diabetic ketoacidosis. The doctor based his decision on the low anion gap of thirteen (13) and treated the patient for dehydration. Cts contacted the customer who stated the physician determined that the patient was dehydrated from elevated glucose and would benefit from hydration with normal saline at local emergency room as well as starting an insulin regimen. Patient was brought back into clinic for redraw with improvement in hydration and glucose levels. There was no report of harm to the patient as a result of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).